Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had to be treated by the paramedics because of over delivery of insulin. The husband stated that the infusion set was changed the day before at noon time and by late afternoon it had delivered over 200 units of insulin. Troubleshooting as performed. The time of the insulin pump was correct. Assisted to review the prime history and bolus history. The customer denied giving too much insulin. The husband stated that the customer has been treated by the paramedics three times. No further information was provided.